Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level between 600-699 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids (specific fluids not provided) and insulin to address the elevated bg. Customer anticipated discharge on (B)(6) 2026. Treatment resolved the issue and no permanent damage was identified.